Manufacturer narrative:
(B)(4). Batch # n54c31. The analysis results showed that one gst60d cartridge reload was returned with 2 drivers missing and 11 drivers out of position making the reload non-functional. In addition, the cartridge pan was noted to be bent. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, when the nurse picked up the cartridge she found some staples were pop-up from staple pocket. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.